Manufacturer narrative:
(B)(4) the explanted product was not returned to neuropace for analysis.

Event description:
New information: on (B)(6) 2025 the patient returned to the operating room (B)(6) to address the wound at the left posterior entry site for a 10 mm hippocampal depth lead. Treatment included a wound wash out, explant of the burr hole cover and remaining portion of the depth lead. Plastic surgical consult assisted with closure. The patient reportedly has been 'picking' at the wound, which resulted in the continuation of the wound healing concerns. There was no evidence of infection. Based on this new information it is believed that sn (B)(6) was not the lead that was explanted in (B)(6) 2025. It is believed that sn (B)(6) was partially explanted in (B)(6) 2025. Original report. The patient's left posterior depth lead eroded through her scalp while traveling in (B)(6) area. The patient's columbia team recommended she go to the ER, where she was seen under the care of dr. (B)(6). The explanted depth lead was not connected to the rns neurostimulator. Unspecified oral antibiotics were administered.

Manufacturer narrative:
(B)(4) the explanted product was not returned to neuropace for analysis.

Event description:
The patient's left posterior depth lead eroded through her scalp while traveling in (B)(6) area. The patient's (B)(6) team recommended she go to the ER, where she was seen under the care of dr. (B)(6). The explanted depth lead was not connected to the rns neurostimulator. Unspecified oral antibiotics were administered.